Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, non-sustained oversensing(nso) episode with loss of ventricular capture was noted. The capture issue was previously assessed in clinic and programming changes were made. The capture issue was reassessed in clinic for the second time. Review of strips indicated that it appeared to be loss of ventricular capture. The suggested programming changes were made. The patient was in stable condition.